Manufacturer narrative:
(B)(4).

Event description:
Patient experiencing numbness, pain and tinglingin fingers. Patient was prescribed gabapentin "howeer" had to stop after a month due to side effects. Patient's altered sensation persists three months post treatment.